Event description:
Midway through case, blade to covidien (reprocessed by stryker sustainability solutions) ligasure impact hand activated sealer/divider stopped working. It would not cut tissue. Handpiece was replaced, and the procedure was completed with no further issues. Diagnosis or reason for use: exploratory laparotomy, tah, bso.